Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. Patel, k; logan, k & krkovic, m. (2021). Strategies and outcomes in severe open tibial shaft fractures at a major trauma center: a large retrospective case-series. World journal of orthopedics. Vol 12, art 7, pag:495-504. Doi: 10.5312/wjo.v12.i7.495. (B)(4).

Event description:
It was reported that, on the literature review "strategies and outcomes in severe open tibial shaft fractures at a major trauma center: a large retrospective case-series", a (B)(6) female patient who underwent primary implantation of a taylor spatial frame fixator to treat a severe open tibial shaft fracture experienced a postoperative deep infection with the presence of staphylococcus spp. Any measures taken to resolve this complication, as well as the postoperative period during which it was diagnosed is unknown. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that any measures taken to resolve this complication, as well as the postoperative period during which it was diagnosed is unknown. However, the infection would not be a mal-performance of the product. No further information is available. Without clinical and patient specific information, a thorough medical investigation cannot be performed. The clinical root cause and the impact to the patient beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and/or post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).